Event description:
It was reported that during a supply change the ilet user separated the infusion set applicator from the insertion site, resulting in the infusion set not being deployed incorrectly, and replacement infusion sites were provided. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a usage problem with no device problem found, associated with improper procedure during infusion set deployment involving the cannula component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.